Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report a no delivery alarm during a bolus attempt. The customer stated that she changed everything out in her insulin pump and then received a motor error alarm. She rewound her pump and received another no delivery alarm. The customer's blood glucose was 123 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm or no excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. The insulin pump also passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.